Manufacturer narrative:
G3, h2, h3, and h6: the device, used in treatment, was returned for evaluation. A visual inspection confirms the strike plate on the stem inserter rod assembly broke off the device. The broken piece was returned. The device shows significant signs of wear/usage. A medical investigation was conducted and confirms per complaint details, the threaded portion of the inserter ¿broke off while outside of patient¿. It was communicated, ¿as far as we know the patient is healthy and recovering just fine. All of the broken pieces were accounted for and none of them were inside of the patient, it was only one large piece that broke off while outside of patient.¿ reportedly the procedure was completed with a s+n backup device with a 0-30 minute surgical extension. The clinical root cause could not be definitively concluded. Patient impact beyond the 0-30 minute surgical delay would not be anticipated as reportedly, the procedure was successfully completed with a backup and patient is ¿healthy and recovering just fine¿. No further medical investigation could be rendered at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G2: report source update h6: update codes

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a thr surgery, the threaded portion of the anthology inserter poster hard was broken during surgery while malleating in stem. In addition, all of the broken pieces were accounted for and none of them were inside of the patient, it was only one large piece that broke off while outside of patient. Surgery was resumed, with a less than or equal to 30 minutes delay, with a back-up device instead. Patient was not injured as consequence of this problem.